Event description:
Despite attempts to obtain additional information, none could be obtained.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received. Subsequent out of range measurements have been observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that latitude red alert was generated for this right ventricular lead displaying high out of range shock impedance measurements. The information was provided to the patient's physician for further follow up. No adverse patient effects were reported.

Event description:
Additional information was received. Reportedly, the impedance measurements have been known to be out of range and a decision was made to further monitor with no intervention. It was thought defibrillation threshold (dft) testing may have been performed or the lead has been otherwise verified as being functional. Currently, the lead impedance varies and the hospital and physician are aware of this issue.